Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of pcba adc error (printed circuit board analog to digital converters). There was no patient involvement.